Event description:
The distributor, idexx, reporting on behalf of an end user customer in the united states reported that during use the rt12 rotor broke apart in the statspin ssvt-1 centrifuge. The customer indicated shield was in place at the time of failure. There was no report of escape of parts from centrifuge at the time of failure. There was no report of harm, exposure, loss of samples or injury at the time of the failure.

Manufacturer narrative:
The customer did not report of any other damage to the centrifuge at the time of the event. The customer was provided with a new rotor by the distributor, idexx. The rotor has not been returned for investigation. No further investigation may be carried out. (B)(4). Not returned to manufacturer.